Event description:
It was reported that, surgeon inserted a 3x800 ball tip guide wire. She started reaming. She got to the 11 mm reamer, reamed the canal. As she was trying to take the reamer out, there was resistance. Once the reamer was removed from the pt, the top of the reamer and bottom had started to uncoil.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report.